Manufacturer narrative:
The fractured zirconia abutment was not returned. Follow-up with the clinician's office revealed the abutment was not removed from the pt's mouth when the fracture was observed on (B)(6) 2011. The root cause of this failure could not be determined. A follow-up medwatch form will be submitted if the device is received for evaluation at a later date. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Keystone dental reference: (B)(4).

Event description:
The complainant reported that a pt had a prima zi abutment placed at (B)(6) on (B)(6) 2009. The clinician observed that the abutment was fractured during a (B)(6) 2011 office visit. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.